Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified coronary artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation and was initially inflated at 8 atmospheres for 60 seconds. However, on the second inflation at 8 atmospheres for about 30 seconds, the balloon ruptured. The procedure was completed and there were no patient complications reported.